Event description:
Customer alleges that the seat fabric on the back shredded and tore away from the metal and the seat broke at the hinges after six months. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 6358, serial number/date code and age of product are unknown. The owner's manual part number 1020707 rev h (jan-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the seat on the 6358 shower commode chair allegedly broke at the hinges. The dealer also alleges that the fabric on the back of the seat shredded and had torn away from the metal. No injury alleged.